Event description:
Baxter product surveillance was contacted by the customer to report a clearlink duo-vent c-flo set10 dpm duo-vent that was observed with separated tubing. According to the report, the tubing seperated at the backflow check valve. This event occurred during use. There was no report of patient injury or an adverse event associated with this event. No additional information is avalaible.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. A batch review cannot be performed because the lot number was not available. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not available so the assignable cause could not be determined. If any additional relevant information becomes available, a follow-up MDR will be submitted.